Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was 163 ohms on (B)(6) 2016. Analysis also indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was 254 ohms on (B)(6) 2016. Finally, analysis indicated undersensing by the rv lead. R-wave amplitude dropped from 24.4 mv to 6.62 mv on (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) coil impedance. Also observed were high rv coil impedance and a reduction in the amplitudes of sensed r waves. Rv and svc coil fractures were suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.